Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. The drive support cap inspected and no anomaly noted. The insulin pump received with peeling keypad overlay. The insulin pump was received with buttons working properly. However, the insulin pump had corroded keypad traces.

Event description:
It was reported the button on the insulin pump was detached. Customer's blood glucose was unknown. The device was not dropped or bumped. No damage was noted on the drive support cap nor did the customer press it in while connected. Customer was advised the device needs to be returned and customer agreed to return t for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.